Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the instrument handle cracked after being run through sterilization multiple times. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated. There is a crack present in the handle; therefore, the complaint is confirmed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.